Event description:
The customer reports that the crystalens fell apart and was cut in half during handling. No pt contact. Add'l info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.